Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage and inspection on (B)(6) 2018 service found the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found the unit had no audio.¿ the unit was triaged and the reported condition was confirmed. When the unit was powered on, the unit did not chime during the start-up. The unit was disassembled and analyzed. A capacitor was found to be dislodged. This capacitor is a part of the audio circuit on the pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.